Event description:
It was reported that the patient underwent a surgery to replace this inflatable penile prosthesis (ipp) pump because it was not working. A new pump was placed without complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.